Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results for vega loosening a product safety case (psc) was initiated (zs-notification: (B)(4)) and psc 2021-059 - vega - loosening of implant.

Event description:
It was reported to aesculap inc. That an as vega ps tibial plateau cemented t4 (part # nx057z) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, post-operation early loosening of knee tep implant. The patient underwent a revision procedure on (B)(6) 2022. The complaint device has not been returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Involved components: nx140 - vega ps gliding surface t4/4+ 10mm - lot 52437122. Nx014z - as vega ps femoral comp.cemented f6l - lot 52344340.

Event description:
Associated medwatch-reports: 9610612-2022-00077 (400545223 - nx014z); 9610612-2022-00051 (400545222 - nx057z). Involved components: nx140 - vega ps gliding surface t4/4+ 10mm - lot 52437122.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Several x-rays were later provided. According to the surgical report provided, there was no connection/adhesive between bone cement and implant. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that there were problems with the cement technique and due to this the implant has loosened prematurely. The provided x-ray figure give no clear hints regarding the root cause for the implant loosening. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results for vega loosening a product safety case (psc) was initiated. Any action regarding CAPA will be addressed with this case.